Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. There was poor communication. T he patient was not able to communicate with another external device. They last had stimulation on the day of the report. They lost stimulation "just now". They last successfully charged their device maybe a month ago. Because their last charging session was more than one to three months ago they were redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.